Manufacturer narrative:
Additional information was received on 22-apr-2025 and updates include: 1. Ae#1 value was changed to ¿major/primary¿ vascular access complication/bleeding. Note, the ae term remains pseudoaneurysm of femoral artery. 2. The relationship to study/index procedure was causal relationship, expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Corrections to the initial report: a 1. Patient identifier: (B)(6). B5 event description was updated based on updated information as confirmed with the clinical study database. The definition of serious event was removed from the event description. Below is the updated event description: it was reported that during a clinical study atrial fibrillation (afib) case, the patient suffered pseudoaneurysm of femoral artery (ae#1) requiring surgical intervention and prolonged hospitalization. The patient experienced pseudoaneurysm of femoral artery (ae#1) categorized as moderate and serious, defined by in-patient / prolonged hospitalization with an admission date of (B)(6) 2025 and discharge date of (B)(6) 2025. Relationship to study device is not related and the relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention was surgical closure of pseudoaneurysm. B7. Medical history/preexisting condition was updated from unk to no cardiovascular history. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, the patient suffered pseudoaneurysm of femoral artery (ae#1) requiring surgical intervention and prolonged hospitalization. The patient experienced pseudoaneurysm of femoral artery (ae#1) categorized as moderate and serious, defined by in-patient / prolonged hospitalization with an admission date of (B)(6) 2025 and discharge date of (B)(6) 2025, and defined by medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. Relationship to study device is not related and the relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention was surgery closure of pseudoaneurysm.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000453 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).